Event description:
It was reported that the patient experienced symptom return, such as going to the bathroom 5 times a night. It was stated that overall the patient was doing well with therapy. The manufacturer representative mentioned that they only had to change programs once. It was later reported the same day that the patient experienced a loss of therapeutic effect. The patient felt pressure, like she had to go to the bathroom, but then nothing came out. The getting up 5 times a night started over the past couple of weeks. It was stated that the event happened following a fall. The patient had a fall the day before (B)(6). The patient had yet to notify her follow up healthcare provider (hcp). The patient still felt stimulation.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va05bgg, implanted: 2013 (B)(6); product type lead. (B)(4).